Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 102-130mg/dl fasting. Verified the strips expire 01/20/2018. Customer confirms the strips have been in use since (B)(6) 2015. Reviewed meter memory: 1: 55mg/dl (B)(6) 2015 10:36:00 am fasting: yes; 2: 81mg/dl (B)(6) 2015 09:48:00 am fasting: yes; 3: 94mg/dl (B)(6) 2015 12:24:00 am fasting: yes; 4: 53mg/dl (B)(6) 2015 12:10:00 pm fasting: yes; 5: 135mg/dl (B)(6) 2015 01:54:00 am fasting: yes. Customers concern: 53mg/dl on (B)(6) 2015. No adverse event reported.